Manufacturer narrative:
D10: added medical products: reference: (B)(4).

Manufacturer narrative:
Patient info: unavailable. Therapy dates: unavailable. Initial reporter info: unavailable (B)(4). Multiple attempts were made to obtain additional information.. However, no further information on the event could be obtained, and the device was not available for return or evaluation. The device history record (DHR) was reviewed, and the device passed final acceptance with no non-conformances at the time of manufacturing. From the acuson acunav ultrasound catheter directions for use: adverse reactions: adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization. Include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
A patient underwent an endovascular cardiac procedure for treatment of atrial fibrillation, using an acunav ultrasound catheter for intracardiac visualization. After the procedure, echocardiography showed pericardial effusion, and a drainage was performed. The patient recovered and was discharged. The physician stated the cause of the event was unknown. No further information was available after multiple requests.